Manufacturer narrative:
A boston scientific technical services consultant discussed the reported clinical observations with the caller who stated the patient was going to be brought into the clinic for evaluation. A review of the trended data noted stable measurements of 100-110 ohms with only one out of range measurement. The physician was made aware of this and no testing or intervention was performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a shock impedance measurement greater than 125 ohms. No adverse patient effects were reported.